Event description:
The (B)(6) male patient recently underwent diaphragmatic plication and was readmitted for concern for infection. The pleural catheter was placed by radiology to drain a pleural effusion; however, the catheter broke during surgery. A small portion of the catheter remained inside the patients body and could not be retrieved. While attempting to remove patient's left chest tube. It came free and was seen to have broken apart. A small piece was seen sticking out of the skin which was easily removed but a third piece was still inside as seen on follow up x ray. An occlusive dressing was applied to chest tube site as soon as it was removed. A small portion of the catheter remained inside the patient's body and could not be initially retrieved. The patient was intubated and taken to the operating room to have the remaining catheter piece removed and another chest tube placed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Brand name, common device name, MFR name: unk as catalog number is unk. Additional device info: lot - unk as not provided by reporter; catalog # - not provided by the MFR except that they think it is some sort of vascular catheter; expiration - unk as not provided by reporter. (B)(4). Event evaluation: still under investigation.